Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that 4 ar-3636 fibertak anchor repair stitch tore upon tightening. This was discovered during a labral repair case with no patient harm. Delay to case 20 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device due to misalignment during insertion, prying/leveraging, and/or excessive force used during suture passing/tightening/tensioning.